Manufacturer narrative:
The insulin pump had a motor error alarmed during the basic occlusion test and unable to prime during the prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor was test outside of the device and passed. No damage found on motor. The insulin pump received with scratched on display window, cracked at battery tube threads and reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was performed. The device was returned for analysis.